Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the second button on the left of the quicklink loader was staying downward and would not automatically come up. Additional information was received via email on 07nov2019. The issue was found during procedure and did cause some delay, as they had to find another device to complete the procedure.

Event description:
It was reported that the second button on the left of the quicklink loader was staying downward and would not automatically come up. Additional information was received via email on 07nov2019. The issue was found during procedure and did cause some delay, as they had to find another device to complete the procedure.

Manufacturer narrative:
The quicklink loader serial number (B)(4) was received and evaluated. During the evaluation, the dispense button was not found in the downward position, and it worked as intended. Hence, this complaint is deemed unconfirmed. Additionally, the dispensing process during the evaluation felt gritty/sticky. The slight sticking was being caused from the burrs present on top of the blade. The burrs on blade were formed from stylet being pushed while dispense button was in lock out position as the failure experienced by customer. The root cause for the sticky dispensing was due to the compression slide handle was not fully retracted to the right before assembling a seed train. The unit was repaired, tested and then released for distribution. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "retract the compression slide handle to the right until it contacts the rear plate to seat the slide compression mechanism (if unseated)." And "condition: pushing the dispense button does not eject any items or produces a partial dispense" walks through the troubleshooting for the failure alleged in this complaint."